Event description:
It was reported that the autoclavable camera head had an error message. The issue was found during sedation - device inside patient - to an unspecified therapeutic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.